Manufacturer narrative:
(B)(4). Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. One x-ray photo from the procedure was provided, identifying the four implanted clips during the procedure during the procedure, two of which experienced an single leaflet device attachment (slda) and is consistent with the reported information. All available information was investigated and the reported difficulty grasping and slda appears to be related to patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Clip delivery system (60921u182) is filed under a separate medwatch report number.

Event description:
This is filed for single leaflet device attachment (slda) with clip 61206u227. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) grade 4. Clip delivery system (cds 60921u182) was advanced to the mitral valve. Leaflet grasping was difficult due to the anatomy but the clip was deployed. After deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second cds was advanced to the mitral valve but became caught in the chordae. Standard troubleshooting was performed and the clip was freed. The cds was removed with the clip. A third cds (61206u227) was advanced for treatment of the slda clip. Leaflet grasping was difficult but the clip was deployed. 90 minutes post deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Two additional clips were implanted without issue. A last cds was positioned in the left atrium to steer down to the valve, but the patient awoke from anesthesia and the cds and steerable guide catheter moved to the right atrium; therefore, the devices were removed and the procedure was completed with four clips implanted. Mr was reduced to 3 and the patient was stable post procedure. On (B)(6) 2017, surgical mitral valve replacement was successfully performed. No additional information was provided.